Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The dealer states it is tearing where the seam is on the side with the straps.